Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic inguinal hernia repair procedure. The absorbable tacking device applied two to three tacks successfully. The next three to four tacks would only seat partially in the tissue. There was no patient harm and no injury reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the shaft was bent and tacks were visible in the shaft. The handle was actuated and the instrument cycled properly. The remaining tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file wil l be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.